Event description:
It was reported that the device was difficult to interrogate via bluetooth telemetry. The event was resolved via applying a magnet to the device and reinterrogating the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of communication post device insertion was confirmed. A software investigation was performed by abbott. Based on the information provided, it was determined that the device lost telemetry due to the attenuation of the ble signal.